Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Manufacturer narrative:
The cycler was returned for inspection external visual inspection. There were no indications of dried fluid within the cassette compartment. The cycler exterior showed the front panel bezel gasket was drooping over the center of the front panel overlay. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems occurring. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase was determined to be within expected tolerance for the liberty cycler. The valve actuation, system air leak and the patient sensor calibration check passed. The load cell verification was within tolerance. In the internal, visual inspection of the unit, the pneumatic tubing and the hp2 filter were brown. The cause of the encountered discoloration could not be determined. The mushroom head check passed.

Event description:
The pt went to the hospital on (B)(6) 2015.

Event description:
A peritoneal dialysis patient's daughter in law reported that on (B)(6) 2015 the patient went into the hospital because she was retaining a lot of fluid. Patient's daughter in law stated patient has been receiving drain complication during the drain phase in treatment. No additional information was provided.